Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient went into the emergency room and was later admitted to the hospital due to feeling like their vns was constantly stimulating. Due to the constant simulation the patient was also experiencing shortness of breath. The magnet was taped over their generator which mostly helped. No other relevant information has been received to date.

Event description:
Response was received that the feeling of continuous stimulation was related to vns stimulation. The medical intervention was for patient comfort only.